Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were inaccurate; cause was unknown. Reportedly, the customer adjusted the pump time and date to address the issue. In addition, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. The customer's blood glucose level was 200-500 mg/dl.